Event description:
The physician reported that there was no known patient manipulation or trauma that could have caused or contributed to the high impedance. The generator was programmed off after observing the high impedance. No lead fracture was observed during lead replacement. The explanted devices will not be returned for analysis. It was reported that x-rays were taken, but did not show any signs of a lead fracture.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance. It was reported that a broken lead was identified and the cause was unknown. The generator was replaced prophylactically. Attempts to obtain additional relevant information have been unsuccessful to date.